Event description:
The end user was going down a ramp at their home and was about 2/3rds of the way down when they wheels turned sideways and they fell out of their chair and broke both legs. They underwent surgery twice.